Event description:
The laser system has the following problem: "resonator chiller will not maintain flow above 3.9 ipm".

Manufacturer narrative:
The problem was due to chiller unit. After the replacement of this unit, the laser system restarted to work. We are unaware about pt injury.